Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for the device shows the pad-pak was first successfully installed on the 5th november 2010 and performed to specification, alongside random manual power ons, up to and including the last log entry on the 21st june 2016. An in range patient impedance was detected during this time with one shock delivered. Investigation found no fault with the returned device, investigation was unable to replicate or find any evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.